Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Medwatch report received from hosp. This is the 2nd of 5 reports submitted on this event.